Manufacturer narrative:
(B)(4). The customer indicated the reported device is not available for evaluation. If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Around (B)(6) 2016 one of the anesthesiologists noticed air in the IV line while using the enflow system during a surgical case. No harm was done to the patient. The customer sent additional information that they do not have the cartridge. The customer noted that the cartridge was primed correctly and all of the connections were checked. The case began well but as the case progressed very tiny bubbles were noticed forming in the cartridge. The air collected together and proceeded downstream when the anesthesiologist picked up the cartridge. Several times during the case, the anesthesiologist stopped the flow and aspirated the air out of the line using a syringe and got about a total of 60cc of air.